Event description:
It was reported that the patient received an inappropriate shock for supraventricular tachycardia. Programming changes were made, but the patient received inappropriate atp therapy. Further programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).